Manufacturer narrative:
B5 updated with additional information.

Event description:
Updated clinical narrative on 7/14/2026: after 11 days on support, the device was removed. The patient remained on ECMO support. The post-procedure outcome is survived at explant. It was reported that no interventions were required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Dring the procedure, there was oozing around the repositioning sheath. It was noted that the patient was given heparin 18,000u and on integrillin 2mg/kg/min. The activated clotting time (act) was 245. While the patient was in the intensive care unit (ICU), the patient experienced ventricular tachycardia (vt) requiring an adjustment to the ECMO flows. The patient continues on support. While on support, the impella functioned for lv unloading at p-3 at 2.1l/min with d5w sodium bicarbonate in the purge solution. The oozing can be attributed to the heparin given during the procedure. Arrythmias can be attributed to the patient's underlying cardiogenic shock, the use of multiple mechanical circulatory support devices, and/or improper device position.

Manufacturer narrative:
B5: added patient outcome information. D6b: added the explant date.

Event description:
The patient survived explant.